Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and rising thresholds post-implant. It was also reported that a pacing problem was observed on the implantable pulse generator (ipg). The rv lead was removed and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.